Manufacturer narrative:
The customer was not using the recommended rack adapters. The field service engineer (fse) ran a performance check that was acceptable. The fse checked the analyzer including the pinch tubes and everything was acceptable. The fse found the microbead mixer was bent and replaced it. The investigation determined the calibration and qc were acceptable. A general reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient tested for elecsys brahms pct on a cobas e 411 immunoassay analyzer. The initial result was 0.098 ng/ml and was reported outside of the laboratory. The physician questioned the result as it did not correspond with the patient's clinical status. The sample was repeated two more times and the results were 12.47 ng/ml and 12.37 ng/ml. The brahms reagent lot number was 383139 with an expiration date of 31-may-2020.